Event description:
Surgeon informed sales rep that one screw went through the plate when she was putting in the screw. The hole is on the ¿cross hole side¿. The other screw (distal) is only there because the surgeon has left it there. Procedure was completed successfully after the plate was changed.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported incident that a screw went through this anchorage plate could be confirmed, since the device was returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during (B)(4) and is addressed by (B)(4). A new design will be implemented as soon as validated. As this failure is due to a design issue and a plate had to be discarded, a credit note will be provided. A review of the device history for the reported lot did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Surgeon informed sales rep that one screw went through the plate when she was putting in the screw. The hole is on the "cross hole side". The other screw (distal) is only there because the surgeon has left it there. Procedure was completed successfully after the plate was changed.